Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line) which occurred on the homechoice (hc) during dwell 6 of 6. The technical service representative (tsr) explained the alarm. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting. A patient extension lines were in use, but had been properly attached prior to prime. The patient did not disconnect prior to the alarm. All of the bags were properly connected and there were no open clamps on unused lines. The supplies had not been damaged by an outlet port clamp or assist device. Moisture was noted around the heater bag. It was clarified on (B)(6) 2012 by global technical services that the leak was coming from an unidentified source. There were no samples available. The hp cycled the power and received a system error 2367. The tsr assisted to retrieve the cassette and advised the hp to follow up his registered nurse about the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was undetermined. This issue is being investigated through CAPA.